Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing during a thoracoscopic lobectomy, the surgeon was unable to fire the device due to trouble occurred. It was also reported that all areas on the display of the handle were green, and when the device was approached to the tissue, it was changed to slow mode by manual operation. The physician pressed the green button and tried to fire, but after the knife advanced for about 5 mm, firing stopped. The physician tried to fire again, but the knife did not move at all. They used another reload to complete the case. The surgical time was extended by less than 30 minutes. There was no patient injury.